Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the guidewire lumen of the mini trek ii was unable to be flushed during device preparation. This device was not used in the patient. Another mini trek ii was used to complete the procedure without further incident. No additional information was provided. Subsequent to the initial information received, initial analysis of the returned device found tubing inside the guide wire lumen.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the inability to advance the guide wire due to a blockage in the shaft. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to material torn from the inner lumen of the catheter shaft. The investigation concluded that there was no indication that a wider population of product was impacted. The performance of these devices will continue to be monitored.